Event description:
Edwards received information that 25mm pericardial valve was explanted due to annular disruption after placing the valve. Annulus was calcified and needed to be patched. The surgeon had to replace with a smaller valve. No further information is available.

Manufacturer narrative:
The device has been returned to edwards; evaluation is anticipated, but has not yet begun. A supplemental MDR will be submitted upon receipt of evaluation results or any additional information on the event or patient.

Manufacturer narrative:
Additional manufacturer narrative: edwards received information from the physician that the patient experience of annular disruption was not valve related, but rather due to extensive calcification of the annulus.